Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch unk.

Event description:
It was reported that during a lobectomy procedure, the device was closed on the tissue, the safety catch was still on. The device began to fire on its own. Another like device was used to complete the procedure. Delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): added additional information. The analysis found that one pse45a device was returned in good visual condition and with no cartridge reload present. Firing trigger switch actuator was jammed against the switch witch would have caused the device to fire upon clamping. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.